Manufacturer narrative:
Event date: exact date unknown, event occurred 4 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also noted that the patients ipg was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.